Manufacturer narrative:
Unchecked "user facility". The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed the serial data port connector was slightly loose. The device was related to the reported event. Analysis of the device revealed that the device failed to meet specifications. The probable root cause was the connector assembly was not manufactured properly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller.

Event description:
It was reported by medical staff that a patient while in the clinic experienced a controller with a loose data cable plug. The cable could not properly connect for adjustments. The controller was exchanged; there were no reported consequences or impact to the patient. No additional information was provided.